Event description:
On (B)(6) 2010, pt reported he sometimes gets air bubbles in the insulin cartridge. Pt stated the air bubbles are pretty large and come over time. Pt reported he can prime the infusion set and then notice the bubbles later. Pt stated he changes the adapter about every 45th cartridge change. Advised pt adapter needed to be changed every 10th cartridge change. Pt reported he is not able to prime out the air bubbles, because his piston rod is stuck. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.